Event description:
It was reported the patient underwent an ambicor penile prosthesis (app) replacement surgery due to an unspecified reason. The existing app was explanted and replaced with a new app. It is unknown if the explanted app is being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis. It was further reported that the patient underwent the procedure because the patient stated that the existing app "was too short." The procedure was successfully completed without any patient complications. The explanted app is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.

Event description:
It was reported the patient underwent an ambicor penile prosthesis (app) replacement surgery due to an unspecified reason. The existing app was explanted and replaced with a new app. It is unknown if the explanted app is being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.